Manufacturer narrative:
Batch review performed on 24 may 2018. Lot 176024: (B)(4) items manufactured and released on 12 december 2017. Expiration date: 2022-11-16 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup dm double mobility hc liner ø 52/28 reference 01.26.2852mhc (k092265) lot 177528: (B)(4) items manufactured and released on 20 february 2018. Expiration date: 2023-02-04 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to signs of infection 2 weeks after primary. The pathogen is unknown. The surgeon revised the head and liner successfully.